Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that when the patient takes his pulse it usually is 60bpm however, it is measuring 72bpm. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. It was noted that when the patient takes his pulse it usually is 60bpm however, it is measuring 72bpm. Technical services recommended device replacement. At this time, the device remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this device was explanted and replaced successfully. No additional adverse patient effects were reported.